Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine evaluation. Upon investigation, it was noted that the left ventricular lead was not capturing as programmed. The lead could not be reprogrammed to a different vector because the patient experienced phrenic nerve stimulation. The patient was programmed to right ventricle pacing only. The patient was in stable condition.